Event description:
It was reported that during a coronary stenting treatment procedure the stent moved on the balloon and was damaged. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery (rca). The lesion was predilated with a non bsc balloon and while the physician was advancing the 3.5x32mm liberte stent to the rca resistance was encountered. The physician removed the device from the patient and upon examination it was noted that the stent was damaged and had moved on the balloon. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is listed as "good."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).